Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of the merlin.net transmission revealed a false message. Review of the record sessions noted that rv and lv pli measurements were postponed after last patients follow-up. Programming changes were recommended. The patient will be brought in clinic for further evaluation. No further information is available.